Event description:
It was reported that a patient data (pd) error was received from this subcutaneous implantable cardiac defibrillator (s-ICD). The device's implant data and patient data had been deleted. Boston scientific technical services was contacted and confirmed that this was benign with no impact to therapy delivery. Instructions were provided on how to reset the data. At this time, the s-ICD remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.